Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The adapter showed end of life. Evaluation of the adapter noted that the adapter strain gauge was oversaturated and not reacting to any force applied. No abnormalities were noted with the strain gauge. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A review of the current complaint data reveals no trend for a device related failure for this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at low anterior resection, they connected adapter to the handle, then connected the reload to the adapter, however they could not close the jaws. They replaced it with another adapter and connected a new reload, and the device worked. After the surgery, the sales rep checked the device in question, however the display screen showed the adapter error. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at low anterior resection, they connected adapter to the handle, then connected the reload to the adapter, however they could not close the jaws. They replaced it with another adapter and connected a new reload, and the device worked. After the surgery, the sales rep checked the device in question, however the display screen showed the adapter error.